Event description:
Event description cpi received information that this passive fix selute picotip lead had dislodged, which caused an inability to obtain adequate parameters. It was removed from service and replaced with an active fix cpi lead.